Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged possible under delivery and the drive support cap was flushed. The customer¿s blood glucose level were 24.2 mmol/l, 12.4 mmol/l and 360 mg/dl. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level by insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The device will not be returned for analysis.